Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the saghead assembly, which was replaced along with the motor, rotor, bearings, and other components that appear to be 3rd party. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed. There were no adverse consequences reported as a result of this event.